Event description:
A customer reported that the t:slim x2 pump battery would not charge, along with a power source alert identified as alert 07 in the pump history. There was no adverse impact to the customer's blood glucose level. The issue had resolved by the time of the call to technical support, and the customer chose not to troubleshoot further despite the issue occurring multiple times.